Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported the image acquisition system's (ias) power button was loose on the system. It was also noted that there were issues with the ias not booting correctly to shoot - "will not boot to take exposures." It was reported that the biomedical engineer at the site fixed the issue, but it was unknown how. There was no patient present at the time of the event.